Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The patient's medical history included tonsillectomy, gastric bypass, uterine dilation and curettage and endometrial ablation. (B)(6)2008- medical imaging exam: bilateral hips technique: frontal and frog leg lateral views of the pelvis obtained findings: findings: the hip joints appear normal and symmetric. No fracture or dislocation is identified. No focal bony lesions are seen. The bilateral, essure tubes are noted. Impression: unremarkable exam bilateral hips abdominal assessment. Pain level 0/10; abdomen+ soft; bowel sounds+ hypoactive; appetite++ decreased; belching+ denies; nausea+ yes; vomiting+ yes; last vomited: tonight after drinking; ostomy+ denies; hx hemorrhoids+ denies; date last 8m: 03/15/10; stool amount+ small; stool color+ brown; type of stool+ liquid/watery; plates+ denies; urination+ difficult; urine quality+ clear; urine amount+ small; urine odor+ denies odor; urine color+ amber; lmp: less than/equal 30 days; vaginal discharge+ denies; pregnant+ denies; vaginal odor+ denies; nursing interventions++ saline well inserted, provider aware c/o pain, urine obtained and sent. Previously administered products included for an unreported indication: theophylline, quibron and cefaclor. Past adverse reactions to the above products included rash with quibron; and urticaria with cefaclor and theophylline. Concurrent conditions included asthma, chronic headaches, weight loss (130 pound), abdominal pain, migraine, diarrhea, shortness of breath, iron deficiency anemia, cough, anxious mood, heavy periods, dyspnoea, menometrorrhagia and cyst of ovary. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy/ right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2007: 1. Good position of the right and left essure. 2. No spillage of contrast into the right and left side of the pelvis.. Nuclear magnetic resonance imaging brain - on (B)(6)2011: the ventricles, cisterns and sulci are normal in size for the patient's age. There is normal gray-white differentiation. There is no mass effect or midline shift. There is no extra-axial fluid collection or hemorrhage. There is no diffusion abnormality. No abnormal enhancement is seen. Flow-voids in the major caliber intracranial vascular structures are intact. Small mucous retention cyst is present along the floor of the right maxillary sinus. There is minimal mucosal thickening scattered in the maxillary sinuses and ethmoid air cells. The orbits are unremarkable. Mastoid air cells are clear. Caldarium is intact.. Ultrasound abdomen - on (B)(6)2010: impression: 1. Patient status post gastric bypass. Gallbladder is incompletely distended mild gallbladder dural enhancement may relate to underd.1stention, bow ever, mild inflammatory change and excluded. Consider right upper quadrant abdominal ultrasound. 3. Prominent mesenteric lymph nodes; consider mesenteric adenitis. Pelvis: multiple axial post contrast images of the pelvis were performed right: ovaries dermoid. Trace free fluid in the pelvis. Ultrasound scan vagina - on (B)(6)2007: 9.6 cm. In length, 4.6 cm. In ap and 5.86 cm. In transverse dimension. Impression: 1. The patient is status post essure procedure. 2. Uterus and adnexal region are unremarkable 3. Small amount of fluid is noted within the cul-de-sac. This particular finding is considered to be non-specific. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The patient's medical history included tonsillectomy, gastric bypass, uterine dilation and curettage and endometrial ablation. (B)(6) 2008- medical imaging exam: bilateral hips technique: frontal and frog leg lateral views of the pelvis obtained findings: findings: the hip joints appear normal and symmetric. No fracture or dislocation is identified. No focal bony lesions are seen. The bilateral, essure tubes are noted. Impression: unremarkable exam bilateral hips abdominal assessment. Pain level 0/10; abdomen+ soft; bowel sounds+ hypoactive; appetite++ decreased; belching+ denies; nausea+ yes; vomiting+ yes; last vomited: tonight after drinking; ostomy+ denies; hx hemorrhoids+ denies; date last 8m: (B)(6)10; stool amount+ small; stool color+ brown; type of stool+ liquid/watery; plates+ denies; urination+ difficult; urine quality+ clear; urine amount+ small; urine odor+ denies odor; urine color+ amber; lmp: less than/equal 30 days; vaginal discharge+ denies; pregnant+ denies; vaginal odor+ denies; nursing interventions++ saline well inserted, provider aware c/o pain, urine obtained and sent. Previously administered products included for an unreported indication: theophylline, quibron and cefaclor. Past adverse reactions to the above products included rash with quibron; and urticaria with cefaclor and theophylline. Concurrent conditions included asthma, chronic headaches, weight loss (130 pound), abdominal pain, migraine, diarrhea, shortness of breath, iron deficiency anemia, cough, anxious mood, heavy periods, dyspnoea, menometrorrhagia and cyst of ovary. In (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy/ right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: 1. Good position of the right and left essure. 2. No spillage of contrast into the right and left side of the pelvis.. Nuclear magnetic resonance imaging brain - on (B)(6)2011: the ventricles, cisterns and sulci are normal in size for the patient's age. There is normal gray-white differentiation. There is no mass effect or midline shift. There is no extra-axial fluid collection or hemorrhage. There is no diffusion abnormality. No abnormal enhancement is seen. Flow-voids in the major caliber intracranial vascular structures are intact. Small mucous retention cyst is present along the floor of the right maxillary sinus. There is minimal mucosal thickening scattered in the maxillary sinuses and ethmoid air cells. The orbits are unremarkable. Mastoid air cells are clear. Caldarium is intact.. Ultrasound abdomen - on (B)(6)2010: impression: 1. Patient status post gastric bypass. Gallbladder is incompletely distended mild gallbladder dural enhancement may relate to underd.1stention, bow ever, mild inflammatory change and excluded. Consider right upper quadrant abdominal ultrasound. 3. Prominent mesenteric lymph nodes; consider mesenteric adenitis. Pelvis: multiple axial post contrast images of the pelvis were performed right: ovaries dermoid. Trace free fluid in the pelvis. Ultrasound scan vagina - on (B)(6)2007: 9.6 cm. In length, 4.6 cm. In ap and 5.86 cm. In transverse dimension. Impression: 1. The patient is status post essure procedure. 2. Uterus and adnexal region are unremarkable 3. Small amount of fluid is noted within the cul-de-sac. This particular finding is considered to be non-specific. Most recent follow-up information incorporated above includes: on 11-jan-2019: new mr received. Lot number and lab data added. New reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, gastric bypass, uterine dilation and curettage and endometrial ablation. (B)(6) 2008- medical imaging exam: bilateral hips technique: frontal and frog leg lateral views of the pelvis obtained findings: findings: the hip joints appear normal and symmetric. No fracture or dislocation is identified. No focal bony lesions are seen. The bilateral, essure tubes are noted. Impression: unremarkable exam bilateral hips abdominal assessment. Pain level 0/10; abdomen+ soft; bowel sounds+ hypoactive; appetite++ decreased; belching+ denies; nausea+ yes; vomiting+ yes; last vomited: tonight after drinking; ostomy+ denies; hx hemorrhoids+ denies; date last 8m: 03/15/10; stool amount+ small; stool color+ brown; type of stool+ liquid/watery; plates+ denies; urination+ difficult; urine quality+ clear; urine amount+ small; urine odor+ denies odor; urine color+ amber; lmp: less than/equal 30 days; vaginal discharge+ denies; pregnant+ denies; vaginal odor+ denies; nursing interventions++ saline well inserted, provider aware c/o pain, urine obtained and sent. Previously administered products included for an unreported indication: theophylline, quibron and cefaclor. Past adverse reactions to the above products included rash with quibron; and urticaria with cefaclor and theophylline. Concurrent conditions included asthma, chronic headaches, weight loss (130 pound), abdominal pain, migraine, diarrhea, shortness of breath, iron deficiency anemia, cough, anxious mood, heavy periods, dyspnoea, menometrorrhagia and cyst of ovary. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), cervicitis ("acute and chronic cervicitis"), cervical cyst ("multiple nabothian cysts"), endometrial disorder ("infarcted sclerosis endometrium"), pelvic adhesions ("serosal adhesions") and fallopian tube disorder ("right fallopian tube with scarring"). The patient was treated with surgery (on (B)(6) 2012 total abdominal hysterectomy/ right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, migraine, cervicitis, cervical cyst, endometrial disorder, pelvic adhesions and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, cervical cyst, cervicitis, endometrial disorder, fallopian tube disorder, menorrhagia, migraine, pelvic adhesions and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: 1. Good position of the right and left essure. 2. No spillage of contrast into the right and left side of the pelvis. Bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2011: the ventricles, cisterns and sulci are normal in size for the patient's age. There is normal gray-white differentiation. There is no mass effect or midline shift. There is no extra-axial fluid collection or hemorrhage. There is no diffusion abnormality. No abnormal enhancement is seen. Flow-voids in the major caliber intracranial vascular structures are intact. Small mucous retention cyst is present along the floor of the right maxillary sinus. There is minimal mucosal thickening scattered in the maxillary sinuses and ethmoid air cells. The orbits are unremarkable. Mastoid air cells are clear. Caldarium is intact. Ultrasound abdomen - on (B)(6) 2010: impression: 1. Patient status post gastric bypass. Gallbladder is incompletely distended mild gallbladder dural enhancement may relate to underd. 1 stention, bow ever, mild inflammatory change and excluded. Consider right upper quadrant abdominal ultrasound. 3. Prominent mesenteric lymph nodes; consider mesenteric adenitis. Pelvis: multiple axial post contrast images of the pelvis were performed right: ovaries dermoid. Trace free fluid in the pelvis. Ultrasound scan vagina - on (B)(6) 2007: 9.6 cm. In length, 4.6 cm. In ap and 5.86 cm. In transverse dimension. Impression: 1. The patient is status post essure procedure. 2. Uterus and adnexal region are unremarkable 3. Small amount of fluid is noted within the cul-de-sac. This particular finding is considered to be non-specific. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Explant date updated. Events: abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, acute and chronic cervicitis, multiple nabothian cysts, infarcted sclerosis endometrium, serosal adhesions, right fallopian tube with scarring incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.